Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. The leak was further described as ¿all the dressing was wet¿. The transfer set was replaced. There was no issue with the titanium adapter; the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
One actual sample was received for evaluation with the patient adapter slipped back on the bushing/tubing. A photograph was also provided for evaluation. The photograph was visually inspected and showed the patient adapter separated from the bushing/tubing. Functional tests which included leak, clear passage, and clamp function tests were performed on the actual sample with no issues noted. The connection between the patient adapter and an in lab titanium adapter was performed and leak tested with no issues noted. The reported condition was verified. The cause of the leak was due to the separation between the patient adapter and bushing/tubing. The cause of the separation could not be determined; however, the assembly between the patient adaptor and tubing/bushing was a a friction fit and not a solvent bond: therefore a strong tug on the patient adaptor or tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.